Event description:
Information received indicates that when the brake is engaged the casters continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.